Event description:
It was reported that the patient's device had impedances greater than 10 ,000 ohms on electrodes 10 and 11. A possible open circuit was discussed. The device was programmed around those electrodes and the patient had good results.

Manufacturer narrative:
Lead model 377860, lot # v014698, implanted: (B)(6) 2006, explanted: na. Programmer model 37742, serial # (B)(4).